Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal hudson reamer attachment 250 rpm made an audible noise when used. Some of the parts have metal shaving that come from them while in use. Additional information received from customer indicated that the attachment was noted to have been noisy with what appeared to be minuscule "sparkling" particulate on the attachment when the device was visualized under the operating room overhead lights. There was no particulate visualized in the surgical site and/or field. The procedure was completed with an alternate power set. There was no harm, delay, or medical/surgical intervention reported.